Manufacturer narrative:
A ge rep evaluated the system and adjusted the tension on the cross-arm brake. System operates as intended.

Event description:
Customer reported the cross arm brake is sticking. No pt injury was reported.